Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support, which assisted in resetting the pump, and the malfunction did not recur after the reset.